Manufacturer narrative:
During a post-market surveillance search of clinical literature, the manufacturer found a paper (polacek m. Arthroscopic superior capsular reconstruction with acellular porcine dermal xenograft for the treatment of massive irreparable rotator cuff tears. Arthrosc sports med rehabil. 2019 nov 13;1(1):e75-e84. ) which outlines that patient #3 experienced complication 2 to 3 weeks post-operative after the implantation of arthrex dx reinforcement matrix as part of superior capsular reconstruction (scr) surgery. The patient experienced an adverse reaction (pain, swelling, secretion) but there was no surgical site infection. Revisional surgery was performed and the surgeon noted that the device had degraded into white particles. The device was explanted. Patient experienced clinical improvement during rehabilitation and did not require further surgical intervention.

Event description:
During a post-market surveillance search of clinical literature, the manufacturer found a paper (polacek m. Arthroscopic superior capsular reconstruction with acellular porcine dermal xenograft for the treatment of massive irreparable rotator cuff tears. Arthrosc sports med rehabil. 2019 nov 13;1(1):e75-e84. ) which outlines that patient #3 experienced complication 2 to 3 weeks post-operative after the implantation of arthrex dx reinforcement matrix as part of superior capsular reconstruction (scr) surgery. The patient experienced an adverse reaction (pain, swelling, secretion) but there was no surgical site infection. Revisional surgery was performed and the surgeon noted that the device had degraded into white particles. The device was explanted. Patient experienced clinical improvement during rehabilitation and did not require further surgical intervention.